Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during the implantation of a locking cannulated blade plate, the patient's femoral neck fractured. Fracture occurred while the surgeon was using a mallet to advance the chisel into the bone. Patient's bone was noted to be sclerotic. A locking proximal femoral plate was used to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: h3 device evaluated by manufacturer? No: other - device not returned. H6 method code 4114. H6 conclusion code 4315. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified.